Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin intravenously (dose and frequency not reported) for the event. Seven days after hospitalization, the patient was discharged from the hospital and was retrained on aseptic technique. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. Apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.